Event description:
The email received for the (B)(4) study indicated that during index procedure, the capture sheath failed to engage the angioguard filter due to the tortuosity of the vessel. The patient is a (B)(6) male who was enrolled in the (B)(6) study for stenting of the carotid artery. The target lesion location was the proximal left internal carotid artery (ica). The vessel was described as ulcerated, mildly calcified, and moderately tortuous. An angioguard (601814rmc/ lot 70512505) embolic protection device epd was advanced and deployed distal to the lesion. The lesion was pre-dilated and a precise stent was deployed. When attempting to retrieve the angioguard, the capture system could not reach the filter basket due to tortuosity of the vessel. Therefore, a balloon catheter was used to anchor the filter in order to remove the device from the patient. It was noted that the filter basket could not be closed. The filter was pulled back into a .035 balloon catheter and removed from the patient. There was no reported injury to the patient. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. The patient was discharged the next day with aspirin and clopidogrel prescribed.

Manufacturer narrative:
The email received for the sapphire study indicated that during index procedure the capture sheath failed to engage the angioguard filter due to the tortuosity of the vessel. The patient is a (B)(6) male who was enrolled in the sapphire study for stenting of the proximal left internal carotid artery (ica). The vessel was described as ulcerated, mildly calcified, and moderately tortuous. An angioguard was advanced and deployed distal to the lesion, the lesion was pre-dilated and a precise stent was deployed. When attempting to retrieve the angioguard, the capture system could not reach the filter basket due to tortuosity of the vessel. Therefore, a balloon catheter was used to anchor the filter in order to remove the device from the patient. It was noted that the filter basket could not be closed. The filter was pulled back into a .035 balloon catheter and removed from the patient. There was no reported injury and the procedure was successfully completed. The patient was neurologically intact when taken from the angio suite and was discharged the next day. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.